Event description:
Damage to the pump housing surrounding the usb port was reported by the caller, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level.